Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad with sticking buttons. The customer's blood glucose was 80 mg/dl. She stated that the act button was sticking in particular. She stated that she had kept the insulin pump beneath her shirt and had been close to a sprinkler. She stated that the insulin pump may have been exposed to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.